Manufacturer narrative:
(B)(4). The device was evaluated by a local third party service provider. The symptom was verified. The issue was localized to the bezel assembly.

Event description:
The customer reported that the keypad was not functioning. There was no reported patient involvement.